Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient received insulin flow blocked alert on the pump and the issue was resolved. No further information available.